Manufacturer narrative:
Age at time of event : 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.50 x 16 synergy¿ drug-eluting stent was selected for use to treat a lesion. However, during preparation when the device was taken out from the hoop, the protection sheath was removed but the stent got separated together with the protection sheath. The device was never used inside the patient and the procedure was completed using another 2.50 x 16 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery catheter (sds) was not returned for analysis. A visual examination of the crimped stent found that the stent had detached from the delivery system and was returned on a mandrel with a stent protector. Stent struts were bunched, misaligned and overlapping. A review of the batch manufacturing crimping data could not be carried out as the unique manifold number was not returned or available. The stent protector inner diameter measured which is within the specified inside diameter of the stent protector specification. Stent dislodgement most likely occurred due to handling during removal of the stent protector. Examination of the crimp markings on the balloon as well as individual assessment of the catheter could not be performed since the sds was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.50 x 16 synergy¿ drug-eluting stent was selected for use to treat a lesion. However, during preparation when the device was taken out from the hoop, the protection sheath was removed but the stent got separated together with the protection sheath. The device was never used inside the patient and the procedure was completed using another 2.50 x 16 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.